Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a 30-degree endoscope was found to have inverted image. The customer replaced the 30-degree endoscope with a 0-degree endoscope. The intuitive surgical, inc. (Isi) technical service engineer (tse) requested that the customer remove the scope and burp clutch to cancel guided tool change or try a reboot. The customer stated they would reboot. The customer proceeded with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi field service engineer contacted the initial reporter who stated the issue resolved itself shortly after calling the isi technical support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged issue cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.